Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located below the belt clips found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, keypad overlay peeling, cracked retainer, minor scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, scratched case, serial number label missing. The pump tested okay. Cosmetic damage was confirmed at below the belt clips and other cosmetic damage was noted. The insulin pump involved in this event is the ngp 640g (620, 640 and 700 series) insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that crack in case. Customer reported location is from clip rail to the bottom. Troubleshooting was performed and the customer did not reported the pump has been bumped/dropped. The reservoir does not show signs of damage. The infusion set did not show signs of damage. No harm requiring medical intervention was reported. The customer will discontinue the use of device. The insulin pump was returned for analysis.